Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 5.1 and 5.2 failed with no indicator lights at the rear. A field service engineer (fse) powered off the station and disconnected all drawers except 5.2. Powered on the station, but it did not start. Then disconnected drawer 5.2 and reconnected 5.1; the station powered on without issue. The fse replaced the drawer control board for 5.2 and performed thorough testing using the hardware test application. Post-repair, the customer recovered failed storage and verified drawer functionality, confirming all drawers are operating properly with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed. The drawers were unable to open, indicating a system-related drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.